Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open revascularization procedure, while making the jaret, the device thread broke. The cardiac surgery was done to prevent a permanent impairment of a function which led to delayed surgery and surgical time was extended for more than 30 minutes. Another suture from other company was used to complete the case.